Event description:
It was reported the patient¿s stimulation was not working correctly. The patient had stimulation in the wrong location. The patient needed stimulation in their butt but when they turn it on, it stopped in their right leg. The patient noted that this issue came on suddenly. The patient needed stimulation in the left leg and butt. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Continuation of d11: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).